Event description:
Potential for injury associated with a solara3g custom manual wheelchair that has broken canes in the back. This could cause instability while the chair is being pushed and could potentially cause erratic/unintended movement that could injure the user.